Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Additional information has been reviewed after the initial report was submitted.

Event description:
Correction to summary. Please add the following: customer reported that the low blood glucose levels began on (B)(6) 2017 also, had weekly low episodes.

Manufacturer narrative:
Findings: pump was received with motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform functional testings including displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test or dat test due to motor error alarm. The motor was tested outside of the device and passed. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an emergency room visit on (B)(6) 2017 due to low blood glucose. The customer was driving when their blood glucose dropped down to 41 mg/dl. The customer was confused and did not know their surroundings or what was going on. The customer got pulled over by a cop because they were swerving. The customer was treated with intravenous therapy on the scene and took carbohydrates at the hospital. They were off the insulin pump for less than 48 hours prior to the hospitalization. Additionally, the customer stated that the drive support cap was protruded and loose. The damaged occurred from a car accident in 2012. The insulin pump will be replaced and returned for analysis.